Event description:
The surgeon implanted a toric silincone lens model aa4203tl and noted the lens was damaged. The lens was removed withut any pt injuries. It is unknown if there was a product malfunction.